Event description:
While gowning for surgical procedure, scrub tech noted a hole in the sterile scrub gown at the wrist between the blue gown material and white cuff material. Gown was removed and isolated with pack label information.